Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic gastric bypass when the co2 starts entering the cavity, the seal of both device was damaged and air or gas leaked from the seal. Another device was used to complete the case. There was no patient harm.